Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-06699, 2134265-2013-06700. It was reported that during a coronary procedure, the motor drive unit was unable to perform pullback. Access was obtained via radial artery. The 80% stenosed lesion was non calcified and non tortuous. The ilab cart system 240v motor drive unit was used in conjunction with atlantis sr pro coronary catheter intended to visualize the lesion. It was noted that during the procedure mdu failed to pullback. Auto pullback was attempted 2 times and the physician performed manual pullback. No complications were reported and the patient's condition is okay.